Manufacturer narrative:
An investigation was performed, however there was insufficient information to determine cause of the reported issue. Essential information such as the physical device, logs, or steps to reproduce the issue were not provided.

Event description:
It was reported the lumify ultrasound system displayed an error message and was unavailable during an unspecified critical procedure. There was no reported patient or user harm associated with this event. Efforts are underway to obtain more information regarding the incident. Philips has started an investigation, and upon completion, a follow up report will be submitted.